Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced nine infusion set leakage from tubing on (B)(6) 2023. The infusion set was in use for 1 to 3 days. The blood glucose level was 300 mg/dl at the time of event and patient resolved it by replacing infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-05524 - device 2 of 9. Patient city: (B)(6).